Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed a drop in impedance with oversensing. The left ventricular lead was replaced and afterward the problem persisted once the pocket was closed. The site was reopened and blood was found in the setscrew when the lead was inserted into the device header. The physician felt the sealplugs were damaged.